Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 402 mg/dl. Customer also mention other blood glucose level was 300 mg/dl,318 mg/dl ,154 mg/dl. Troubleshooting was performed for high blood glucose. Based on customer report customer did not alleged pump was under delivering. Customer was using auto mode feature. Customer was treated with insulin pump. Customer declined to perform the high pressure test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Device will not be returned for the analysis.